Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 417 mg/dl while wearing the pod. The patient reports having a headache. The patient reports their personal diabetes manager (pdm) is not holding a charge and the charging cord plug is hot to the touch. Once at the hospital the patient was treated with intravenous fluids. The patient was at the hospital for 2 hours.